Event description:
It was reported that the pump had motor failure. No patient injury was reported.

Manufacturer narrative:
(UDI) is unknown; no additional information was received. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. The top case was chipped and cracked; and the battery and main board were missing. The pump would not power on. The root cause was deemed to be customer's incorrect assembly of the device. Actions were taken to mitigate the reported issues: replaced motor assembly as a preventative measure, as parts were over 10 years old; calibrated device and performed all functional tests which passed.